Event description:
The device was used during a left colon procedure. Reportedly, the staples did not form properly. No pt injury reported.

Manufacturer narrative:
Device not received for evaluation.